Manufacturer narrative:
It was reported to intuvie that during routine preventive maintenance (pm) of the infusion pump at right way medical, the power cord used with the infusion pump was found to have damage to the outer insulation, resulting in exposed wiring. A review of the as-reported code pwc1 identified two similar complaints involving power cord damage. The failure mode was confirmed; however, the probable cause remains unknown. Reference to complaint # (B)(4).

Event description:
It was reported to intuvie that during routine preventive maintenance (pm) of the infusion pump at right way medical, the power cord used with the infusion pump was found to have damage to the outer insulation, resulting in exposed wiring. No patient involvement was reported as it was during pm.